Event description:
Per the audiologist, the patient reported static sound when using the cochlear implant system. Re-mapping the sound processing program did not alleviate the problem. The audiologist also reported that the patient had "a heart attack during the cochlear implant surgery. The results of integrity tests done in 2008 and at about 50 days later were consistent with normal device function. The patient's device was explanted at about three months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.